Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if the additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that after applying the ligasure atlas handpiece some vessels began bleeding. The surgeon did receive an end tone indicating that the seal cycle was complete. The bleeding came from short gastric vessels on the greater curvature of the stomach and some vessels higher up. Three - 0 ties were used to obtain hemostasis and the patient was not harmed.